Manufacturer narrative:
Product event summary #: investigation summary - it was reported that the patient was having a lot of surgeries. As the event was reportable to a regulatory authority, an investigation was required. Additional information was required to determine the cause of the event. The patient was contacted to investigate the cause of the surgeries and their relation to the device/therapy, but no response was received. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause/relationship of the surgeries to the device/therapy was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having a lot of surgeries and had been in pain. They had "major problems". There were no device issues or further complications reported or anticipated.